Event description:
Received info stating customer received multiple occlusion alarms. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
Follow up same day indicates that customer was doing fine. No product returning for eval. Should new info become available, a supplemental form will be submitted. Use of apidra insulin is contraindicated for the t:slum cartridge.